Event description:
An optometrist reported that a pt who underwent lasik was diagnosed with diffuse lamellar keratitis (dlk) in the right eye, on the first day post-op. At one week post-op, the dlk had cleared with treatment and the vision was 20/20.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).